Event description:
The nurse heard the alaris infusion pump beeping and when she entered the room, the infusion, that was set to run over 60 minutes, was empty. The pump read that the total volume infused was 25.66ml, but the entire 100ml bag was empty. FDA safety report ids # (B)(4).